Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose ranged from 412-437 mg/dl. Customer alleged that the pump was not delivering insulin properly. Additionally, the customer reported the insulin gauge was inaccurate. Reportedly, customer did not perform the air removal sequence during the cartridge load process. Customer loaded a new cartridge successfully and resumed insulin delivery. Customer declined further troubleshooting from tandem technical support.